Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a 90% occluded outflow graft. The patient was being evaluated for a heart transplant. A computed tomography (CT) scan of the thorax was performed.

Event description:
Additional information was received that an outflow graft revision was performed on (B)(6) 2023. During the surgery, the surgeon identified a 90% stenosis between the outflow graft and bend relief. A new collagen coated polyester graft was implanted. The occlusion was first identified on (B)(6) 2023 using CT thorax. Significant performance impairment and dyspnea was noted for a long time, which had already been presented to the inpatient at the end of (B)(6) 2023. The patient also experienced a high degree of aortic insufficiency (ai) and tricuspid insufficiency (ti) with no alarms so far. On (B)(6) 2023 the patient underwent disobliteration of the outflow graft as well as tkr and ake. The patient was stable and was discharged home on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d9: the outflow graft and bend relief were returned for evaluation. Manufacturer's investigation conclusion: evaluation of the returned outflow graft and outflow graft bend relief confirmed extrinsic outflow graft obstruction. A direct correlation between this finding and the reported events of aortic insufficiency and tricuspid insufficiency, as well as other reported symptoms, could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and these events could not be conclusively established. The outflow graft was returned in three portions. The proximal portion was returned with a surrounding portion of the outflow graft bend relief. The remaining graft portions were returned without any surrounding bend relief the proximal portion of the outflow graft was returned with the outflow graft bend relief and measured approximately 1¿. Visual inspection of both ends of this portion revealed a buildup of biodebris between the outflow graft and the bend relief. This biodebris was present within multiple creases on the external side of the graft and was well adhered. The bend relief was carefully removed, and inspection of the bend relief interior revealed the presence of additional biodebris. The mid portion of the outflow graft measured approximately 2¿. The proximal end of this portion revealed additional biodebris adhered within a crease on the external side of the graft. Additionally, sutures were found on the external part of this graft, holding a wrap onto the outflow graft. The distal portion of the outflow graft measured approximately 2.5¿ and was also returned with a wrap around the outflow graft. This portion of the outflow graft was unremarkable. The lumen of each outflow graft portion revealed no evidence of developed or adhered thrombus formations. The accumulation of adhered biodebris was observed within creases on the external side of the outflow graft (outside of the blood flow path), suggesting that the graft had been deformed for an undetermined period of time while the device was supporting the patient; however, no issues with pump flow were reported. A specific cause for the obstruction, as well as the amount of time it was present during support, could not be conclusively determined through this evaluation. Additionally, the extent to which the graft was obstructed during patient support could not be conclusively determined. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. The controller periodic log file contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and its outflow graft, lot number 6940994, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.